Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, e1(site country, event site postal code -(B)(6) , event site state- (B)(6)), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10 additional point of contact - (B)(6), (B)(6),(B)(6), biomedical at the time of drive leak test getinge field service engineer (fse) noticed a leak 60 mmhg on test 1 and 2 . He replaced the drive manifold (0104-00-0018) to resolve the issue. Preventive maintenance performed according to service manual. Unit passed all tests and it was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) ,the cs300 intra-aortic balloon pump (iabp) unit failed the drive manifold test. There was no patient involvement.